Event description:
The hcp reported that the pump was explanted and replaced with a similar device after an implant duration of 17 months. The patient had gone through airport security where wand was placed over device several times. No patient symptoms were reported. The pump stalled alarm was active. No volume discrepancies were noted. "Pump was functioning perfectly" prior to passing through security. The pump has not been returned to the manufacturer for analysis as of the date of this report.

Manufacturer narrative:
B5 - the hcp reported that the patient did not report any symptoms until returning to her home. No additional treatment was required. When the patient heard the beeping, she visited her hcp who interrogated the pump and found a "pump stopped" message.